Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm on the reservoir. Customer's blood glucose level was unknown. Troubleshooting for no delivery was performed. Customer advised they resolved the no delivery alarm with a reservoir change. Reservoir will not be return for analysis.